Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she had a reaction to the micropore-surgical tape 1x10yds, and clinic gave her plastic that has not cause a reaction. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).